Event description:
Reporter noted endophthalmitis diagnosed at d+3 after uneventful procedure. Pt treated with antibiotics. Infection is under control and prognosis is good. Va 5/10. Cultures at aquenous humor: negative.